Event description:
The customer reported via phone call that their keypad was unresponsive. Customer stated the buttons were unresponsive. The customer has changed the battery, but the keypad anomaly persisted. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.